Event description:
It was reported that patient underwent revision left total hip arthroplasty in 2001. Stem component fractured just below the junction of the taper. Revision surgery was performed to replace components in 2007.

Event description:
It was reported that patient underwent revision left total hip arthroplasty in 2001. Stem component fractured just below the junction of the taper. Revision surgery was performed to replace components in 2007.

Manufacturer narrative:
Evaluation of returned device found evidence that stem component fractured in fatigue.this report filed september 12, 2008

Manufacturer narrative:
Current information is insufficicent to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly of deviation. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.